Event description:
The customer reported that the system's monitor was grayed out outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were erased and the hard drive was replaced. The software and calibration files were reloaded and the cine drive was formatted. The system was tested and found to be working as intended and put back into service.